Event description:
It was reported that the patient had their spinal cord stimulator (scs) device for six years and never had any problems with it, but now he was having several problems. All of a sudden major pain hit him between the hip and knee. The patient had both hips and knees replaced ¿but it wasn¿t like a sciatic nerve per say¿ but it was so hard that the patient almost fell. This had been going on for about two weeks or more. The patient went to the ER, and the ER sent the patient to his healthcare provider (hcp) who sent him to an orthopedic surgeon who said there wasn¿t a stress fracture as far as they could see, but suggested it could possibly be the scs causing the pain if it misfired or something. The patient stated it didn¿t feel like a shock a specifically, but the pain was so strong and he had it two or three times every day since it first started. It was reviewed with the patient that if stimulation was up too high this could also be painful and it was suggested to the patient that they consider turning stimulation off or turning it down a nd monitoring symptoms and following-up with their hcp. The manufacturer¿s representative (rep) later reported there was a 50% or greater symptom reduction. The scs and lead were involved in the event. A system check of the lead and scs were performed by the rep. And all results were normal. A slight adjustment in amplitude settings resolved the issue. The cause of the event was determined to be that an amplitude adjustment was needed and was not device related. The patient recovered without permanent impairment on (B)(6). The patient was doing well with their scs and would follow-up as needed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension, product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID: 37752, serial# (B)(4). Product type: recharger. (B)(4).